Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was retained by the customer and will not be returned therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that two months after an acl procedure the implanted intrafix peek taper screw migrated into the joint surface. No further information regarding the procedure, patient condition or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
It was reported by the sales rep that the patient experienced a fractured tibial plateau two months after an acl procedure due to the intrafix tibial sheath trial/t-handle migrating into the joint surface. The case was completed without any issues prior to the incident. The customer is refusing to send the device back. The sales rep provided additional information via phone on 12-11-2017 that the surgery date was (B)(6) 2017. The sales rep also stated that it was a intrafix peek taper screw, 6-8 mm x 30 mm that had migrated up the tibial plateau in the patient. The screw was not removed but it was brought back down with another screw and suture.